Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting impedance issues and high pacing thresholds. Other than the surgical procedure, no additional adverse patient effects were reported.